Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump module was found turned off during total parenteral nutrition (tpn) infusion. Upon further customer follow up it was reported the clinician manually turned off the pump to infuse another medication and did not restart the pump. There was patient involvement but no harm.